Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between november 21, 2019 to november 26, 2019. H10: the actual device was not available; however, a video of 2 distinct bags (samples 1 and 2) and a set of 4 photos (samples 3, 4, 5 and 6) were provided for evaluation. Visual inspection was performed to the video and photographs using the naked eye and leaks were observed at the spike port bonding area from samples 1 through 5. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked at the patient access spike port. This was identified prior to patient use. There was no patient involvement. No additional information is available.